Event description:
Iridex became aware of the complaint involving patient experiencing vision loss following a transceral cyclophotocoagulation (tscpc) using cyclo g6 with a g-probe delivery device. The treatment was mistakenly performed with g-probe in continuous wave mode vs performed using a micropulse p3 probe in micropulse mode as intended. This error resulted in over treatment that led to vision loss for the patient. In continuous wave mode,laser emission is continuous during the entire timed exposure. In micropulse mode laser delivery consists of a group of microsecond bursts. The user manual and instructions for use include specific information about micropulse mode and continuous wave mode and instructs the user to ensure that they are fully familiar with device operation prior use. The system includes alerts to inform the user about delivery mode and delivery device details. For the cyclo g6, these alerts include an audio and a visual indication to identify the delivery device connected and the treatment mode selected. Based on the details of the complaint the most likely cause of this event is user error. Device malfunction is not suspected, however failure analysis could not be performed because the device was not returned. Based on review of complaint history, this event does not appear to suggest an increasing trend.